Event description:
This pt had a diagnosis of spondylolisthesis l5, s1; they required a posterior spine fusion l5-s1 with decompression, a posterior iliac crest bone graft, and pedicle screw instrumentation. Orthopedic surgeon had to remove the spinal hardware due to bending of the hardware. The explants include 17 pieces, including 4 pedicle screws and 2 rods.